Manufacturer narrative:
The device was received for evaluation. During functional testing, during delivery of certain meds the pump works for while then suddenly starts giving occlusion alarms was not reproduced. Device was sent for downstream occlusion test for high, low and medium and upstream occlusion testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump suddenly started giving occlusion alarms during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6. Correction h11: the device was received for evaluation. During functional testing, the customer reported "suddenly started giving occlusion alarms" was not reproduced. No occlusion alarms occurred during testing of the device however review of the even history log shows multiple occurrences of "downstream occlusion!" Alarms. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as downstream occlusion alarms however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.